Event description:
The distributor reported on behalf of the customer, during preparation for a laparoscopy procedure, the visera 4k ultra high definition (uhd) camera control unit presented a e116 error message which made it impossible to use the equipment. The same device was not used to complete the procedure. The intended procedure was completed with another laparoscopy system. No other equipment was replaced to complete the procedure. The issue occurred two (2) times on the same day. No patient harm reported.this complaint is related to patient identifier (B)(6).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.